Event description:
A pt ((B)(6)) was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected with 1.0 ml coaptite on (B)(6) 2009; 2.0 ml coaptite on (B)(6) 2009 and 2.0 ml coaptite on (B)(6) 2009. On (B)(6) 2009, the pt reported a development of an urinary tract infection also diagnosed by urinalysis. The pt was given a prescription for antibiotic, name not provided, x 10 days and recovered on (B)(6) 2009. Per physician, the event was of mild severity and definitely not related to coaptite. The pt was injected with additional lot of coaptite on (B)(6) 2009: 1009317 x 2, exp. Date 04/2011; and on (B)(6) 2009: 1010803 x 2, exp. Date 10/2011.

Manufacturer narrative:
The device history records were reviewed for all 3 lots, all required testing specifications were met prior to release, there were no abnormalities noted.